Event description:
Customer reports the use by date on the test strip vial for the advantage system is 05/31/2009; manufacturer's database and batch record confirmed the actual use by date to be 05/31/2004. No adverse event reported. Requested return of suspect device and replacement was sent.